Event description:
The health care professional reported there was a loss of therapeutic effect. The pt sneezed or coughed and then felt a shock or pop in his "butt." After this the stimulator turned off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).